Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined troubleshooting from tandem technical support, no additional information was provided. Customer¿s blood glucose level was 200 mg/dl.